Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the complaint regarding pump time and date reverting to the default setting could not be verified in the black box. A manual date/time change was observed in the black box history. The pump was exercised for 24 hours on a 1.0 unit/hour basal program. After 24 hours, the battery was removed for 5 hours then reinserted and the time and date reset to 12:00am (B)(6) 2007. To further investigate, the pump cover was removed and visible inspection confirmed that there had been an internal battery malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a time/date issue. The reporter stated that when giving a bolus, the time and date was reverting to (B)(6) 2007, 12 am, which was the incorrect time. The reporter stated that they had this issue previously and that the battery was not removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.